Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (b)() 2018 there was major issues with connection. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of major issues with connection could not be determined. A root cause could not be determined.